Manufacturer narrative:
Product ID 8780, serial# (B)(4); product type catheter product ID 8780, serial# (B)(4); product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the pump had been revised before, but the patient was larger and it continued to flip. It was noted they could aspirate .3mls from the catheter but they could not aspirate any more. The drug delivered in the pump was unknown. Additional information reported there was a pocket revision on 2014 (B)(6). It was reported, the patient was not getting relief. It was stated, the patient was overweight and the pump flipped over. It was stated, the pump was sutured back down. It was stated, the patient was not receiving effective therapy and would have a dye study on (B)(6) to check the patency of the catheter

Event description:
Additional information reported the patient never had therapeutic effect since implant. It was noted the patient would have a dye study and possible roller study the day of report. Additional information reported there were catheter access port (cap) complications. It was noted they had difficulty aspirating fluid through the cap. It was noted the patient was supine and they did not believe the positioning to be an issue. It was noted they looked at a fluoroscopy image and were certain the needle was in the cap. It was reported there was also difficulty injecting fluid through the cap. It was noted that since they were unable to aspirate, the health care provider (hcp) tried to push the dye through since they felt the patient would be able to tolerate the bolus, but they were unable to inject the fluid. Additional information reported the patient was taking dilaudid at a "very low" dose and rate. It was noted there was never any difficulty filling the pump, when the dye study was performed, the hcp was not able to aspirate the pump at all. It was stated the dye study was abandoned and the patient was given a bolus. It was reported there will be a catheter revision. It was noted that a therapeutic bolus was not attempted since the nurse that could change it was not present. It was noted the logs were checked and there were no issues.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient's catheter was revised on (B)(6) 2014. The catheter looked very twisted as if the pump had flipped numerous times. A refill was performed on the day of report and the expected residual volume and actual residual volume matched. It was noted that it did not appear that the catheter was occluded but the patient was not getting adequate relief which is why the revision was performed. The pump segment was replaced and the spinal segment appeared to be fine as they were getting good csf flow back from that section. The pump was used to infuse dilaudid.